Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "faulty led sensor."no negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer "faulty led" was confirmed, and further defects were detected. In total the following defects were detected: ·blade worn ·adhesive points on camera head worn ·leaking ·housing worn ·cover damaged ·led light dim as stated, the device passed the quality check at the time of delivery. Based on the defects found during the technical inspection it is concluded that the most likely cause for the described error is the wear of the adhesive at the tip of the c-mac blade, coming from wear and tear during use and the reprocessing process. Wear and tear on the adhesive can allow liquid to penetrate the blade, which can impair the electronics and cause the led to fail. If new or additional relevant information, we will reopen the investigation accordingly. The event is filed under internal karl storz complaint ID: (B)(4).